Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. Note: the lot and sequence numbers of the returned pod did not match the lot and sequence numbers of the pod in the report. We therefore cannot confirm the returned pod is associated with reported high bg event.

Event description:
The report indicated that the customer experienced continuously high bgs (270-313mg/dl) over a nine hour period despite having administered multiple correction boluses. In addition, the pod had initiated a hazard alarm during operation. The pod will be returned for evaluation.